Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an e333 error code. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.